Event description:
It was reported that the patient felt the stimulation in the area of the implantable neurostimulator (ins), but did not feel a "proper stimulation." It was found that the adaptor caused the issue and was, therefore, removed and replaced. The patient's outcome was noted to be "ok."

Manufacturer narrative:
(B)(4). Analysis of the adaptor model 74001, lot# 0203436831 showed that no anomaly was found .the adaptor was functionally ok. No visual anomalies. Setscrew impressions were observed on the #0 connector sleeve, that indicated that the adaptor was implanted correctly. The continuity was acceptable with no shorts.